Event description:
The customer reported the system ups batteries were dead. The system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. The system operates as intended.